Event description:
It was reported that during a unk procedure, when the surgeon fired the device, it did not staple in the distal portion(rectum) and they looked for the staples and did not find any. The surgeon touched and did not feel any staples. Dr had to suture manually with difficulty because it was too low in the rectum. No pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.